Event description:
It was reported that the patient went to the hospital feeling symptomatic. The patient was noted to have had an atrioventricular node ablation and no atrial lead was being used. The device was found to be pacing into the premature ventricular contractions. The device was reprogrammed and is still in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.